Manufacturer narrative:
(B)(4).

Event description:
The customer reported the device freezes/fails general system test during operations check/internal memory failure. There was no reported patient involvement.

Manufacturer narrative:
.